Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The instrument was visually evaluated and shows extensive signs of use. There is extensive corrosion visible on the entire instrument. One of the roller pins has been fractured at the step of the smaller diameter, where the greatest stress would be seen. The complaint is confirmed as the roller pin is fractured. The most likely cause was determined to be excessive force applied to the instrument during use. The instructions for use for this product states in the section titled warnings and precautions: "avoid undue stress or strain when handling or cleaning instruments." There are no indications of manufacturing defects.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the wing of a pectus bar bender broke off during surgery. It is reported, "the broken piece shot across the room." It is reported both pieces were collected. It is reported the surgery was completed with another pectus bar bender set. It is reported the event caused a fifteen minute delay.